Event description:
It was reported that the lead had impedance increased suddenly in 2007 and there was high impedance later. The lead was capped and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.